Event description:
The manufacturer received information alleging the screen was dark. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd will be replaced to address the issue.